Manufacturer narrative:
The insulin pump was received with blank display due to cold solder joints on the motherboard. The unit was unable to perform functional testings due to the blank display. No cosmetic damage was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display anomaly. No further details were provided. The insulin pump was returned and replaced.